Event description:
Pt reported that on two occasions, last year, their infusion site was red and had pus when they left the infusion set in for a week, which is longer than recommended (treatment received: antibiotics). Pt's blood glucose was not affected.